Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing on the ventricular sense amp and charging stars on the electrogram. It was noted that this is normal device function; the device is checking the high voltage circuitry during capacitor maintenance charging. Programming change was made, and the patient will not receive further vibrations for this alert.